Event description:
It was reported that when the customer was locking a spinal anesthesia needle into a tuohy needle, he felt variation in locking torque due to individual difference. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03687. The report was submitted in error.